Event description:
It was reported that during an unknown procedure the pouch broke upon specimen removal. No patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any part of the broken pouch fall into the patient? If so, was the part retrieved? No part broke off the bag just split. If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? Nothing was saved to return. Were there any patient consequences? If yes, please describe: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.